Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced hyperglycemia after a supply change, with a reported blood glucose of 400 mg/dl; the user inspected the infusion set and did not observe leaks, air bubbles, or kinks, had not eaten recently, had no new medications, and had not received occlusion or dosing-stopped alerts, and was advised to allow the pump to deliver correction doses. Symptoms included elevated blood glucose. Outcomes included no reported injury, no medical intervention beyond device-directed correction, and no hospitalization. Investigation included user interview and troubleshooting education. Investigation of this case revealed no device alarms and no observed supply issues; the cause remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.